Event description:
It was reported that the c-arm of the 9600+ would not boot, but the workstation would. This was observed prior to the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was confirmed. Investigation identified that the battery on the sram needed to be replaced (requires new sram card). The sram card was replaced. The system was tested and found to be working as intended and placed back into service.